Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the reported inaccuracy was due to a scratch on the lens of the camera.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The application logs were reviewed for the incident date. Only one session was identified, associated with a spinal fusion procedure as described in the complaint. The user transitioned between selectprocedure [instruments imageacquisition cycles] navigation image acquisition cycles. The reviewed archives contained four o-arm exams, which were merged, comprising a total of 192 slices with 0.8 millimeter (mm) thickness and 0.83 mm spacing. No errors or log evidence were found to explain the reported auto-registration inaccuracy. There was insufficient information in the logs to determine the root cause of the reported behavior. Software logs and archive do not provide details for diagnosing auto-registration accuracy issues. Frame movement after registration was a common cause of accuracy issues but cannot be detected in logfiles or archives. Codes: b01, c19, d15 h2) please see section d9 for when the logs were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue was noticed following the post-operative spin to confirm screw placement during surgery. It was revised using an external imaging system since the navigation was inaccurate.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0, h3, h6: no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar. It was reported that after an undetermined spin, the 'chickenfoot' tracker accuracy was not correct. The medtronic representative (rep) believes the surgical team stopped the use of navigation. This was noted to be the fourth instance of inaccuracy in the past 2 weeks. The length of delay in the surgery is unknown. There was no impact on patient outcome.

Manufacturer narrative:
H2: additional information was received and updated in section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
There were no reported issues with patient outcome and length of delay in the procedure. The amount of inaccuracy varied based on camera position.